Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 16oct2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer board for 11 and 12 was not responding. A field service engineer replaced drawer controller board and tested in test program. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer 11 and 12 was not opening. The customer reported that the drawer was not opening while trying to issue lyrica 75mg medication to the patient. There were no adverse events or injuries reported based on this event.